Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 bd sharps collectors 5.4qt red had the lid missing. The following information was provided by the initial reporter: "it was reported I have 3 of the sharps container red 5.4qt your item number 305517 without the lids."

Event description:
It was reported that 3 bd sharps collectors 5.4qt red had the lid missing. The following information was provided by the initial reporter: " it was reported I have 3 of the sharps container red 5.4qt your item number 305517 without the lids. "

Manufacturer narrative:
Investigation summary: photos of the affected sharps container were received and investigated by our quality team. The information was also forwarded to the supplier to find possible root cause. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lid issue for the same part number throughout the last twelve months. The root cause remains unknown but one possible issue is mishandling by distributor during repackaging.